Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, patient presented with following pre-op diagnosis: l5-s1 disc degeneration, herniation and discogenic back pain; and underwent following procedure: anterior lumbar discectomy l5-s1 arthrodesis with insertion of 12 mm height peek implant with rhbmp-2/acs anterior instrumentation with insertion of four 25 mm screws. As perop notes: ".. The endplates were well decorticated with a curette once again and the disc space was trialed with a 12mm trial. Ap lateral x-rays confirmed appropriate placement. The peek implant was then tapped into place filled with rhbmp-2/acs.. No complications were reported.." Patient alleges back pain due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.